Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, g3, g6, h2, h6, h11. Visual examination of the provided pictures identified the liner with some damage to the rim of the device from attempted use. The part and lot were confirmed. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10:110010243 item name g7 multihole shell lot 66694679. G2: foreign: japan. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the liner could not be seated in the g7 cup. The surgery was completed using another liner. There is no additional information available at the time of this report.